Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode had migrated from the sternum and lodged into the patient's mediastinum which was confirmed by x-ray. This electrode was surgically repositioned and remains in service. No additional adverse patient effects were reported.